Manufacturer narrative:
Date of submission (B)(4) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: during investigation, the keypad was intact, and the ok keypad button was not responsive to user input. The keypad was removed to find no contamination under the button contacts. Unrelated to the original complaint, evidence of moisture was found behind the display lens. Additionally, a leak was found in the battery compartment. The battery compartment was cracked in the threads and below the grip pads. The pump case was removed to find moisture throughout the inside of the pump. The ok keypad button was unresponsive due to internal moisture contamination. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the backlight/contrast, up arrow, down arrow, and ok/enter buttons were under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.